Event description:
It was reported that the patient experienced infusion set bent cannula issue on (B)(6) 2026 resulting in a blood glucose level of 448 mg/dl and was treated with a manual insulin injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.